Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm readings were between 230 and 240 mg/dl through his tandem insulin pump, although no bg meter was mentioned. He dozed off and later woke up feeling sick, with symptoms including fatigue, tiredness, nausea, vomiting, blurry vision, shakiness, sweating, and headache. No medication was mentioned to address these symptoms, and the patient was unable to say who brought him to the hospital. On the same day, at the hospital, his reading was 620 mg/dl, but no cgm reading was mentioned during this time. He was then admitted to the intensive care unit due to a diabetic coma. While in the hospital, the patient was given insulin, but it was not specified how the insulin was administered. He was also provided with fluids, magnesium, and potassium, though the specific type, frequency, and dosage were not mentioned. The patient was diagnosed with diabetic ketoacidosis and remained in the hospital for a total of two days. At the time of the report, the patient was still feeling sick. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.